Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the right atrial (ra) lead had poor sensing and high thresholds. When repositioning was attempted, it was not possible because the lead could not be freed from the atrium. The lead was capped and replaced. No patient complications have been reported as a result of this event.